Manufacturer narrative:
(B)(4)

Event description:
It was reported post implant, unstable telemetry, decreased sensing and increased threshold were noted. X-ray revealed lead dislodgment. The patient was asymptomatic. The lead was repositioned. Following the revision the patient left the procedure in a normal hemodynamics state.